Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a pcb00 intraocular lens (iol) into the patients eye, the lens got stuck in the cartridge. The iol made contact with the patients eye. No additional information was received.

Manufacturer narrative:
Additional information was received which provided the surgeons name as (B)(6). The affected eye was the left eye. No additional intervention was performed and the procedure was completed with another intraocular lens of the same diopter. The patient was doing well post-operatively. As a result the following fields have been updated: initial reporter name and address: title: (B)(6), first name: (B)(6), last name: (B)(6), health professional: yes, occupation: physician. Device available for evaluation: yes, returned to manufacturer on 1/22/2019, device returned to manufacturer: yes. Device evaluation: the complaint unit was returned in its original packaging. The plunger was in a fully advanced position and lock. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. Lubricant material residue was observed in the device. The lens was received out of the device. Due to the condition in which the sample was received it is not possible to determine that the reported issues are related to the manufacturing process. Therefore, the reported issue could not be verified. Based on the analysis of the product returned there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.